Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right ventricular lead was explanted due to its contribution to the patient's failing tricuspid valve. The patient was stable following the procedure.